Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The lens was removed due to haloes.

Manufacturer narrative:
H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The patient has haloes. Lens remains implanted. Claim#: (B)(4).